Event description:
The user facility reported that the paint chips were missing from the device during cleaning. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.